Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned sodium (na) results for multiple patients tested on a cobas 8000 ise module. Based on the data provided, the na results for 99 patient samples were discrepant. No erroneous results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The na electrode lot number and expiration date were not provided. A vacuum nozzle was found to be loose and was tightened. The na electrode was replaced. Calibration, an ise check and qc results were all acceptable. A precision check was performed and the instrument was returned to operation.